Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. It is suspected that the pushrod was bent and broken by overload. Therefore, no further measures will be initiated. The instrument in question will be scrapped by us unless any other instructions are received from you within 12 weeks.

Event description:
It was reported that the patient having a procedure done and uring the procedure on the point of applying the clip and inset snapped. Handle and the inset. Inset is stuck in the handle. Clinical consequences:removed and sent off for sterization.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient having a procedure done and during the procedure on the point of applying the clip and inset snapped. Handle and the inset. Inset is stuck in the handle. Clinical consequences:removed and sent off for sterilization.